Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ message on the same of inserting the adc freestyle libre sensor. As a result, the customer ¿was not himself¿ and experienced a loss of consciousness and his wife treated him with jam and honey. In addition, the customer was provided naproxen (for anti-inflammatory), candesartan 7mg (for blood pressure), and dietary supplements for osteoarthritis. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed, and no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount and no physical damage was observed on the sensor. The sensor plug was removed, and the plug assembly was inspected, no issues were observed. The sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ message on the same of inserting the adc freestyle libre sensor. As a result, the customer ¿was not himself¿ and experienced a loss of consciousness and his wife treated him with jam and honey. In addition, the customer was provided naproxen (for anti-inflammatory), candesartan 7mg (for blood pressure), and dietary supplements for osteoarthritis. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ message on the same of inserting the adc freestyle libre sensor. As a result, the customer ¿was not himself¿ and experienced a loss of consciousness and his wife treated him with jam and honey. In addition, the customer was provided naproxen (for anti-inflammatory), candesartan 7mg (for blood pressure), and dietary supplements for osteoarthritis. No further information was provided. There was no report of death or permanent impairment associated with this event.